Manufacturer narrative:
Hill-rom technical support troubleshot and isolated to the right side rail overlay or cable. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain the characteristics and performance. Sidecom communication system: inspect and test the communication junction box. Make sure the sidecom communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. The bed was located in the med-surge department at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).